Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp triggering difficulty/trigger lost is confirmed based on the alarm history recorder strip photo submitted with the complaint. One instance each of "trigger loss", "no ECG signal available" and "no ap signal available" occurred within 1 minute, which is the suspected origin of this complaint. The pump was serviced by a teleflex field service engineer and the issue could not be duplicated. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by clinical engineer that the intra-aortic balloon pump (iabp) stopped pumping during use on patient. No arterial pressure (ap) and electrocardiogram (ECG) signal available, system error 7, insufficient time to inflate, and trigger loss. The staff had to turn off the machine and turn it back on then it began pumping. The iabp was swapped out for another iabp. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by clinical engineer that the intra-aortic balloon pump (iabp) stopped pumping during use on patient. No arterial pressure (ap) and electrocardiogram (ECG) signal available, system error 7, insufficient time to inflate, and trigger loss. The staff had to turn off the machine and turn it back on then it began pumping. The iabp was swapped out for another iabp. There was no report of patient injury or consequence.